Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl due to overcorrecting an elevated blood glucose level. The customer treated the low bg level with sugar. Additionally, the customer experienced a high blood glucose (bg) level of 355 mg/dl from undercorrection of a low bg. The customer delivered a correction bolus with the pump and changed infusion set to address bg level.